Manufacturer narrative:
Additional information: b5, d9, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device worked fine from the start and tissue sealing was working fine. But the device knife did not advance nor did not cut at all when tried to cut. The knife was in a locked position even outside of the patient. The knife blade was not exposed during the procedure. Another device worked successfully. The next day, the nurse tried to cut with closed jaws the knife worked properly. Another device was found to be defective as well. There was no patient injury.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device worked fine from the start and tissue sealing was working fine. But the device knife did not advance nor did not cut at all when tried to cut. The knife was in a locked position even outside of the patient. The knife blade was not exposed during the procedure. Another device worked successfully. The next day, the nurse tried to cut with closed jaws the knife worked properly. Another device received without complaint information. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device worked fine from the start and tissue sealing was working fine. But the device knife did not advance nor did not cut at all when tried to cut. The knife was in a locked position even outside of the patient. The knife blade was not exposed during the procedure. Another device worked successfully. The next day, the nurse tried to cut with closed jaws the knife worked properly. There was no patient injury.

Event description:
According to the reporter, during a procedure, the device worked fine from the start and tissue sealing was working fine. But the device knife did not advance nor did not cut at all when tried to cut. The knife was in a locked position even outside of the patient. The knife blade was not exposed during the procedure. Another device worked successfully. The next day, the nurse tried to cut with closed jaws the knife worked properly. Another device was found to be defective. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown lxmj23s, maryland xp inline sealer/divider 23cm, (lot #42480209x) correction: b5, d10, h11 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife blade would advance intermittently. The jaws were observed under magnification and it was identified that the inner drive of the knife blade was slightly bent causing the blade to hit the back of the seal plate when cutting was attempted. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. The device was escalated to engineering for further analysis. It was reported that the device had a cutting issue, the knife blade did not advance or difficult to advance; and the knife blade did not retract. The reported issues were confirmed. The most li kely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the instrument worked fine from the start and sealing was working. Device knife did not advance nor did not cut at all and when tried to cut, the knife was "locked" outside. Another device worked successfully. When the responsible nurse tested it the day after and it then worked fine. There was no patient injury.